Event description:
It was reported that upon interrogation prior to (B)(6) 2015 fluoroscopy confirmed that the left ventricular lead was dislodged. The lead was explanted and replaced successfully.

Manufacturer narrative:
(B)(4).